Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted. The returned batteries did not have the same date codes and had varying ranges of voltage when measured. This indicates that the customer may have used a mix of batteries. The AED plus operators guide instructs users to use new batteries from the same battery pack. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.